Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging a test strip port issue with her onetouch verio iq meter. The patient claimed a piece of test strip was stuck in the test strip port. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at an unspecified time a few months prior to contacting lfs during (B)(6) 2014. The patient stated that she manages her diabetes with self-adjusted insulin (type unspecified; dose 20-50 units depending on meter results) and claimed she continued with her usual diabetes management regimen in response to the alleged meter issue. The patient reported developing symptom of ¿rapid heart rate¿ a few hours after the alleged issue began. The patient denied receiving any medical treatment in response to the symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. Replacement meter was sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.